Event description:
It was reported that while performing a trochanteric fixation nail (tfn) using the aiming arm and insertion handles, during nail insertion the nail missed the distal hole. Reportedly, the equipment has been in use for a long time and may be bent. The procedure was completed with a minor delay. This complaint is on the insertion handle. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Mfg eval reports the sample was rec'd with surface scratches and dents along the edges. The top of the device and under the device has a deep scratch. The tang has dents on three of the four sides. The product was manufactured according specified revision. Measurable dimensions were within specification. This complaint is indeterminate from a mfg perspective. A review of the device history record did not show conditions that could have contributed to the reported event.